Event description:
On 4/29/99 the facility's or materials coordinator informed the MFR's distributor of the following: the facility's or staff discovered that the product was not sealed (inner tray); therefore, the product sterility was no longer in effect. No further details were provided.